Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available, the user attempted to issue a medication but could not see it on the patient profile. A technical support specialist (tss) identified that inv in cab was n/a, indicating no medication was stocked in the system for all four dosages. The tss advised the customer to obtain the medication as a stat order from the pharmacy. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to saw the medicine on the patient profile when tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.